Event description:
It was reported that the pt experienced a shocking sensation, followed by static, no sound, and loss of lock. Troubleshooting attempts were made, however the issue was not resolved. A device failure was confirmed. Revision surgery is pending.